Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Complaint sample was evaluated and the reported event was not confirmed. The reported device was returned and visual inspection identified a gouge on the elevated rim feature that runs through the entire wall of the device. Damage was present on the anti-rotation tab and the scallops. The device was inspected 100% on a cmm at the time of manufacture. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined . If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem, unknown cup, unknown liner. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03669. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty , the liner would not seat into the cup upon impaction. Additional information on the reported event is unavailable.